Event description:
One pt sample with discrepant creatinine results. Initial result 7.01 mg/dl. The same sample repeated the next day gave result of 1.29 mg/dl. The initial result was not used to guide therapy. If additional info is received, appropriate notification will be provided.